Event description:
It was reported that this right ventricular (rv) was explanted. The reason was not provided. This device has been successfully replaced. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
Available evidence indicates that this right ventricular lead was explanted due to therapy upgrade, this event was not reportable. Event description has been corrected.

Event description:
It was reported that this right ventricular (rv) was explanted due to therapy upgrade. This device has been successfully replaced. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.